Event description:
Customer called to report that the insulin pump has a malfunction. Customer's blood glucose reading was 226 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. No button response due to moisture damage on keypad traces.